Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that an infusion of mannitol set to infuse 500 ml over 30 minutes. When the infusion was expected to be complete, it was observed approximately a third of the fluid volume was remaining in the medication bag. There was patient involvement but no harm. A copy of the health canada report was received, which states, "alaris pump was programmed to infuse mannitol 500 ml over 30 minutes (rate 999 ml/hr). At 30 minutes, there appeared to be 1/3 of the fluid volume remaining in the IV bag."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an infusion of mannitol set to infuse 500 ml over 30 minutes. When the infusion was expected to be complete, it was observed approximately a third of the fluid volume was remaining in the medication bag. There was patient involvement but no harm. A copy of the health canada report was received, which states, "alaris pump was programmed to infuse mannitol 500 ml over 30 minutes (rate 999 ml/hr). At 30 minutes, there appeared to be 1/3 of the fluid volume remaining in the IV bag."